Event description:
An altitude alarm was reported on the pump, which did not adversely impact the customer¿s blood glucose level. The pump's insulin delivery had been suspended due to the altitude alarm, but it was confirmed to be operating within the validated altitude range. Technical support instructed the customer to clean the speaker holes and reconnect the pump's cartridge, and after following these steps, insulin delivery was successfully resumed, and the alarm did not recur. Technical support provided tips to prevent future altitude alarms, which the customer acknowledged.